Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion. The cause of the anomaly could not be identified.

Event description:
It was reported that a merlin.net transmission showed that the pulse generator had tripped elective indicator replacement. The device exhibited premature battery depletion. The device was explanted and replaced.